Event description:
The site contacted intuitive surgical, inc.(isi) alleging that the prograsp forceps cable broke during a da vinci si navel hernia procedure on (B)(6) 2013. Isi sent follow up questions and obtained the following information: the reporter mentioned that the prograsp forceps cable was not broken; however, torn. There were no missing fragments. The instrument was inspected prior to use. The surgeon does not know what the cause was for the torn cable. There is no video available to provide to isi for this surgical procedure. The instrument was used approximately 2-3 times before it tore. The patient's intestine was being removed. The reporter confirmed that the instrument did not make contact with any other instrument during the surgical procedure. The procedure was completed with no patient injury. The instrument was being requested back for investigation.

Manufacturer narrative:
The product has not yet been returned for investigation as of date of this report. This complaint is being reported due to the following conclusion: the site alleged that the cable was torn, which could lead to potential fragments. There was no allegation of patient injury due to the alleged issue.